Event description:
Additional information received from the manufacturer representative reported that the reason for the battery draining was the patient had turned stimulation on. The intensity was decreased so the patient wouldn¿t feel the stimulation and to preserve the battery life. The issue was resolved. Further information received from the patient mentioned they noticed they are charging their implant a little too often and was not giving them the relief like the trial gave them which patient found concerning. Patient mentioned they charged their implant to 100% friday night then noticed on sunday morning the implant was at 30%. Patient mentioned they were told to have their stimulation set on low and were told turn the stimulation down so they don't feel the stimulation. Patient mentioned they went to their hcp on august 12th and their settings were changed so patient can not change the settings back and forth for their stimulation. Patient mentioned with the changed setting in the past 2 weeks they were not getting any relief. Patient mentioned they were ready to have the scs taken out and get a spinal fusion with it being a frustrating experience for them. Patient stated they have weight on them that they need to loose and they can't even get up to do household stuff without being in pain. Patient mentioned they were told to not let their implant get below 30%. Patient mentioned they charged their implant on sunday and noted within 2 hours yesterday the implant dropped 20%. Patient mentioned they used a heating pad and charged their controller yesterday. Patient mentioned when they lay down flat on their back that increases stimulation. Patient mentioned when they came from the hospital it was stimming up pretty high (agent understood as stimulation) and they were able to turn it down. Patient noted it's been a nightmare and not a good experience, their pain level was 10/12 and noted no need for a foreign equipment in their body. Patient mentioned they have an appointment with their hcp on september 23rd. Controller showed 100% and implant 60%. Agent reviewed therapy settings and usage effect implant battery level. Agent walked patient through adjusting stimulation; patient confirmed they were able to increase stimulation but mentioned they were told to leave stimulation where they can't feel the stimulation. Agent reviewed role of rep. Patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month and year valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they were recently implanted, and they were told by their medtronic rep that the patient should not feel stimulation or make any stimulation changes, in order to promote patient healing process. Patient stated they did feel that their stimulation was high, so they decided to turn the stimulation down. Patient stated they first turned stimulation down on sunday, then again yesterday on monday. Patient stated they feel some of the stimulation and had to turn the stimulation down twice. Patient said they were feeling the stimulation while sitting or lying in bed and wanted to know if that was normal. Patient mentioned that they were still healing from the surgery and not feeling great from the recovery of the procedure. Patient stated they were not given a card from their representative, so they were not able to contact rep for patient education. Patient reiterated they were told to not make any t herapy adjustments until their follow up appointment with their healthcare provider. Patient commented that they had a different rep who did their trial and a different rep at their implant date. Patient also commented that they are glad they had a neurosurgeon for their surgery, as there were complications with their pain management clinic, and they changed the patients managing healthcare provider from an anesthesiologist to a neurosurgeon. Patient stated they believed this surgery was more extensive than they thought it would be. Agent reviewed stimulation expectations with the patient and redirected the patient to their healthcare provider to further address the issue. Agent sent an email to the local medtronic reps to notify them of the situation. Pt called back and says they charged ins last night and now it's down to 80 percent and just wanted to know if that is normal. Reviewed typical charge frequency durations.